Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump failed accuracy by -10.45%. No patient involvement reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was not seen in the event log. To further investigate, an accuracy test was performed. The pump was found to be within manufacturing specifications. No fault was found.